Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did meet expected longevity. The device is currently undergoing operational and functional testing.

Manufacturer narrative:
The device was put through and passed therapy availabilty testing. It was concluded that this device performed normally throughout laboratory testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information in (B)(4) 2009 that this clinic nurse contacted technical services to request a longevity estimate on this device. The clinic nurse expressed concern that this device was exhibiting early battery depletion. Technical services noted that the atrial output had been programmed high, the atrial impedance measurements were low and the atrial pacing percentage was high. The estimated remaining longevity was calculated at less than one year. Technical services discussed the low level current ((B)(4) 2006) advisory but suspected that the higher programmed settings may be contributing to the estimated remaining longevity. Technical services was informed by the clinic nurse that the outputs were programmed slightly lower. The patient is being followed in latitude and is pacer dependent. The clinic plans to continue monitoring the device. Subsequently, boston scientific received information in (B)(4) 2010 that this clinic nurse contacted technical services to report that this device was exhibiting a monitoring voltage of 2.57 volts with a charge time of 8.4 seconds.

Event description:
Boston scientific received information that this device was explanted in (B)(6) 2011. The device was received at boston scientific's return products department.